Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) and sepsis. The patient's blood glucose levels reached 1000 mg/dl while wearing the pod longer than 48 hours in the leg. It was reported the patient had been drinking heavily 1 1/2 days prior to admission with little food intake. The patient reported he was unsure if the cannula was properly seated on the infusion site. The infusion site was noted to be swollen and appeared infected. Symptoms reported include hyperglycemia, vomiting, hyperkalemia, decreased appetite and diarrhea. The patient was treated with insulin and antibiotics. At time of notification, the patient remained in the hospital. The pod was removed in the ER (emergency room) and discarded prior to admission.